Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The universal surgical manipulator (usm) failed carriage friction low, carriage friction high speed, and carriage friction tool testing, which pointed to the carriage axis 2 on the patient side cart fixture test platform (pftp). Fa noted carriage axis 2 was tight and hard to move manually. Further investigation showed degrees of freedom (dof) 6 gearbox was very rough and tight when turning physically. The carriage axis 2 gear box would be replaced as a fix, as well as dof 5, 6, 7 rotors to resolve error 25930 generated from the system during fa. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the system was reflecting repeated recoverable errors on universal surgical manipulator (usm) 3 and 4. The customer reported they were getting a 23071 fault, pointing to a setup joint failure. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the site perform a hard power cycle on the patient side cart (psc) with no success. The technical support engineer then had the customer try recovering and disabling the arms. After the usms were disabled, the customer only had usms 1 and 2 at their disposal. The planned surgical procedure was converted to laparoscopic surgery with no reported injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer confirmed and replicated error 23071 on arm 4 upon startup, which indicated the #4 setup joint (suj) needed to be calibrated. During the calibration, the field service engineer noted the universal surgical manipulator (usm) 4 would not pass the carriage 1-4 friction test. The field service engineer replaced the usm 4 (380647-22) to resolve the reported issue. The system was tested and verified as ready for use.